Event description:
It was originally reported that the lead was replaced due to low impedance (less than 200 ohms). A medwatch 3500a form was subsequently received reporting that the patient alert was sounding during a clinic evaluation visit. The patient was immediately admitted to the hospital. The lead was later replaced due to high impedance (greater than 200 ohms) and lead fracture. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Brand name is sprint. Common device name is implantable tachy lead, and model is 6932. Other: it was originally reported that the lead was replaced due to low impedance (less than 200 ohms). A medwatch 3500a form was subsequently received reporting that the patient alert was sounding during a clinic evaluation visit. The patient was immediately admitted to the hospital. The lead was later replaced due to high impedance (greater than 200 ohms) and lead fracture. No patient complications have been reported as a result of this event. No conclusion can be drawn. Impedance, high, lead(s), fracture of, impedance, low.

Event description:
It was reported that there was low impedances of less than 200 ohms. The lead was capped and replaced. No patient complications have been reported as a result of this event.